Event description:
Hcp reported that the patient complained of withdrawal symptoms several times. Pt had increased pain and diaphoresis, "almost flu like symptoms." The hcp stated the patient was acting out and was difficult to get a good assessment on. The pump checked out okay each time with appropriate volumes remaining in it. The physician therefore felt this was not a true withdrawal. The first time this happened, the pump was adjusted. The second time, the patient's medications were changed. The pt left the clinic because patient was not satisfied and patient's present condition is not known.